Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin flow blocked alarm and experienced high blood glucose over 600 mg/dl. The customer reported that they treated the high blood glucose. The customer performed troubleshooting for insulin flow blocked alarm and insulin did exit and no alarm occurred. The insulin pump will not be returned for analysis.